Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 319. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm4 was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, 319 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where all boards were failing on axes controller, carriage (acc), replicating the reported event. Once testing was completed, the rolling loop fiber was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a recoverable error 319 on universal surgical manipulator (usm4) mid-procedure. Prior to calling, customer restarted the system with no change. Tse walked the customer through a hard power cycle on the patient side cart (psc) with no change. Tse advised they could continue by disabling usm4 and proceeding as a three-arm setup or swap out the psc with another dv robot cart, if possible. The customer was not sure how they were going to proceed and was going to consult with the surgeon. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a system reset and hard reset were performed a few times. Discontinued use of arm due to issue, but the procedure required all four arms to be used. We were able to bring in another xi robot to replace the one with the broken arm. The robot with the working three arms was placed into the other room and cases were moved around based on which cases could use three or four arms.